Manufacturer narrative:
The device was returned for inspection where it was determined the problem was caused by a defective mainboard. The baxter technician replaced the mainboard, updated the software and performed a full functional test on the device to resolve the issue. The eli 380 device is indicated for use to acquire, analyze, display, and print electrocardiograms. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. The interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. Device is indicated for use on adult and pediatric populations. The device is not intended to be used as a vital signs physiological monitor. Although there was no patient injury reported, if the eli 380 device loses connection to the wireless network, the device is unable to transmit or receive EKG¿s, which may result in a delay of patient treatment which could cause or contribute to a serious injury or death. Therefore, baxter is reporting this reported connection failure as a product malfunction.

Event description:
The customer reported the network and wifi were not working properly. There was no adverse event reported.

Manufacturer narrative:
The device has been returned for inspection to determine a root cause of the reported malfunction. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported the network and wifi were not working properly. There was no adverse event reported.